Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported the patient thought the leads may have moved, the patient was feeling flutter from stimulation setting in the upper buttocks area and was now feeling the flutter in the lower rectal area near the anus. The patient stated with a setting of 2.5 and felt stinging so lowered stimulation down to 2.0. Additional information from a consumer on (B)(6) reported they had no bowel movements in the 48 hours prior to the call, but stated they did have some by doing an enema. The patient stated he was seeing improvements because he was able to do the enema, in the past he was not able to do it. The patient mentioned that narcotics may be preventing him from having a bowel movement. The patient also noted he had stimulation too high and was trying to adjust it slowly and it was pain and causing pain around his rectum, and he was not able to eat. Additional information from a consumer on (B)(6) reported things were the same. Additional information from a consumer on (B)(6) reported he felt stimulation as a sting. The patient stated his bandage had gotten wet and almost fell off and he pulled on the bandage and felt the wire tug, but didn't think he moved the wire. It was noted the patient had turned stimulation down. It was also noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.